Event description:
It was reported that the atrial lead exhibited noise and the patient experienced presyncope. Clavicular crush was suspected. Upon extraction, the lead exhibited an insulation anomaly. The lead was successfully explanted and replaced. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.